Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic (B)(4) implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic (B)(4) conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that they had a blank display. The blood glucose at the time of the incident was 57 mg/dl. Mother states the changed the battery and the pump alarmed battery out limit. Then they change the battery again and the display did not return troubleshooting was performed and advice the customer to use the correct kind of batteries. A replacement battery cap was sent to the customer and advised to call back if the issue reoccurs. The device will not be returned for analysis.